Event description:
The complainant contacted leica biosystems in relation to peloris ll tissue processor serial number (B)(4), and the following information was documented: "tissue is difficult to diagnose severely dehydrated. 1200 blocks affected-4 runs affected, dermatology skin, no error. Everything has been changed out and still getting over hydrated tissues. Customer has use [sic] hydrometer". On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) documented that the patient tissue samples exhibiting sub-optimal processing were derived from four (4) tissue processing runs executed in either retort a or b of the instrument using a "modified factory 2 hour xylene protocol on 14, 15, 20 and (B)(6) 2022; the tissue type of the affected patient samples was detailed as "skin"; the sizes of the affected patient tissue samples was detailed as "0.1-0.5cm" and a number of patient slides were not diagnosable. The fas also measured the ethanol concentration in bottles 3-10 inclusive and documented both these results and the ethanol concentration calculated by the instrument software in these bottles. The measured ethanol concentration in bottles 3 and 4 (70% ethanol) was 56% and 58% respectively and calculated ethanol concentration in bottles 3 and 4 (70% ethanol) was 62% and 70% respectively. A recommendation made by the fas was: " ...to use appropriate length protocols for appropriate sized tissue and to potentially test a shortened protocol to yield better results in tissue processing quality." As at (B)(6) 2022 leica biosystems has not received any further information regarding the either the specific number of undiagnosable patient cases or the final patient outcomes and/or interventions or procedures required. An identifier, age or date of birth and gender requested for each undiagnosable case have not been received by the manufacturer to date.

Manufacturer narrative:
Manufacturer evaluation of the information available identified that peloris ii tissue processor serial number (B)(4) functioned as designed between 14 april and 27 april 2022. Manufacturer evaluation of the information available determined that the root causes of the sub-optimal processing of patient tissue samples reported by the complainant were use errors, in which a user did not complete manual replacement of reagents in accordance with the manufacturer instructions on (B)(6) 2022, and use of a protocol of inappropriate duration for processing patient tissue samples with a maximum thickness between 3 and 5mm (0.3-0.5cm) as detailed in sections detailed in section 5.4.4 and 8.2.1 respectively of the leica peloris/peloris ii user manual. The facts indicate that although a user affirmed in the instrument graphical user interface (gui) that the ethanol concentration of the reagent in bottle 7 (ethanol) was to be set to the default value of 100% at 06:22am on (B)(6) 2022, this bottle was not removed from the instrument for sufficient time to replace the reagent and the ethanol concentration remained unchanged at 80.1%. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type, and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 7 with an ethanol concentration of 80.1% due to the use error detailed above was used for the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 08:16am on (B)(6) 2022. The minimum ethanol concentration required for use in the final dehydration step in a protocol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol are re-introduction of water into the patient tissue samples being processed, which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples from this processing run. As all the contaminated reagents were not replaced following the use error detailed above and additional instances of the same use error occurred on (B)(6) 2022, all the tissue processing runs started and completed successfully between 10:26am on (B)(6) 2022 and 10:44am on (B)(6) 2022 (the end of the instrument logs provided) would also have used ethanol at a concentration below the minimum of 98% required for use in the final dehydration step of a protocol and/or a contaminated reagent(s). Section 5.4.4 of the leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The information provided detailed that the sizes of the affected patient tissue samples were "0.1-0.5cm". Section 8.2.1 of the leica peloris/peloris ll user manual shows the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Based on the information provided that the size of the patient tissue samples involved in this event was "0.1-0.5cm"), it appears that the protocol duration used was not appropriate to process a portion of the patient tissue samples involved in this event. Specifically, the instrument logs show that 25 of 31 of the tissue processing runs started and completed successfully between 06:22am on (B)(6) 2022 and 10:44am on (B)(6) 2022 (the end of the instrument logs provided) were executed using the "factory 2hr xylene standard" protocol, which is not appropriate for patient tissue samples with a maximum thickness of between 3 and 5mm (0.3-0.5cm). This finding suggests that the correlation between the size of a portion of the patient tissue samples being processed and the protocol duration may have also adversely impacted the quality of processing of patient tissue samples reported by the complainant.